Manufacturer narrative:
Evaluation showed that the device is out of spec and the irrigation sleeve is rotated on the cap about 20 degrees. This irregularity could have occurred after the procedure. There is no indication that the device's condition contributed to the incident.

Event description:
The surgeon was removing the sub-incisional cortex when the bottle of bss ran out, causing a quick decrease in flow to the eye. This loss in flow caused the capsule to quickly rise and make jolted contact with the ia tip, resulting in a capsule tear. The surgeon performed a vitrectomy, placed an iol, and completed the case without further complications. The surgeon does not blame mst's tip for the capsule tear.